Event description:
New information received notes that the right atrial (ra) lead was dislodged.

Manufacturer narrative:
Correction of section b5 - describe event or problem should have been "new information received notes that the right atrial (ra) lead was dislodged." Rather than "blank".

Event description:
It was reported that the patient presented to the emergency room. It was noted that the right atrial (ra) lead exhibited elevated capture threshold. Chest x-ray revealed that the ra lead slack was gone. The ra lead was explanted and replaced. The patient was in stable condition.